Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation, a separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were also noted on the longer exhaust tube of the pump. These were not sites of leakage. Abrasion was noted on both exhaust tubes and portion of inlet tube received. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, titan had a malfunction (tubing leakage). No other adverse patient effects were reported.